Manufacturer narrative:
Evaluation summary: the lens was returned advanced/stuck in a qualified cartridge. Viscoelastic was dried in the cartridge. The lens was located in the nozzle entry. The leading haptic is straight. The trailing haptic is folded onto the optic. The cartridge shows evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. . The root cause for the complaint of ¿failed to deploy; caused mild harm¿ cannot be determined. The lens was stuck in the cartridge. The position of the haptics and lens in the cartridge may suggest that the plunger may have advanced over the optic. The position of the handpiece injector during delivery cannot be confirmed. The customer indicated a qualified product combination was used. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol failed to deploy and caused mild harm. Another lens was used without issue. Additional information has been requested. No information has been received regarding what was meant by "mild harm".